Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Event description:
It was reported that during the ureteroscopy procedure, the end of the product is bent. The procedure was completed with another of the same stent and there were no patient complications reported.

Event description:
It was reported that during the ureteroscopy procedure, the end of the product is bent. The procedure was completed with another of the same stent and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Block h11 the polaris ultra ureteral stent was returned for analysis. However, the positioner and the suture did not return. The reported event of stent kinked will be confirmed. During the visual, magnification inspection, and wire insertion test, it was found the renal coil kinked near a drainage hole and no resistance was felt during the analysis performed and the guidewire was able to fully pass through the stent even though it was kinked. The reported event of device difficult to advance is not confirmed and will be documented as no problem detected. The failure stent kinked could have been caused by operational factors. Probably some manipulation during the procedure could have caused the kink observed. Bending or kinking during or prior to placement could damage the integrity of the stent consequently affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.